Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted a collection of necrotic tissue. Omental adhesions to the peritoneum were taken down sharply. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2017 during which he encountered small bowel adhesions to the peritoneum which were taken down sharply. It was reported that the patient experienced severe pain, dense adhesions, bowel obstruction, bowel resection, constipation, nausea, bulging, inflammation, infection, necrotic tissue, scarring, stress, and anxiety. Other procedure is captured in a separate file. No additional information was provided.